Manufacturer narrative:
Other, other text: h6: health impact, event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A lot number was provided for investigation, however, this number could not be verified, therefore, no review of manufacturing device history records could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No actions have been taken at this time.

Event description:
It was reported that the tracheal tube was difficult to handle resulting in difficulty progressing and inserting the guide wire, making intubation impossible. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI number is unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.